Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va0kngf, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0kngf, implanted: (B)(6) 2014, product type; lead. Product ID: 3058, serial# (B)(4), product type; implantable neurostimulator.

Event description:
It was reported that the caller reports reading greater than 4000 ohms on some of the bipolar and unipolar pairs. Other pairs were elevated, (02=3547) / c3, 01,03,12,13,23 all over 4000). Hcp (healthcare provider) noted lead fully inserted but did have a problem inserting lead and had some resistance doing so. Caller also noted re-inserting multiple times and still getting high impedances. Caller removed ins (stimulator) and tested lead only with screener and noted good motor responses on electrode 0,1,2 at acceptable amplitudes (electrode 3 noted as not having motor responses due to the lead moved out slightly while removing stylet. It was noted that the physician knew this occurred and was okay with lead placement. Discussed replacing ins (stimulator) due to the high impedances and difficulty inserting the lead. Second ins placement and upon initial interrogation had an interference message. Caller retried interrogation and then tested impedances with everything over 4000. Discussed environmental noise possibly causing the high impedance issue. Testing was good and patient getting motor responses with electrodes 01 <(>&<)> 02 programmed. Hcp was happy with results (getting good motor responses with acceptable amplitudes). Discussed closing patient. Additional information reported that the stimulator was not used. It was reported that the pocket was never closed with this stimulator. There was no patient death as of reported date and no patient injury. It was noted that the patient was totally fine and doing well. It was noted that the lead could not slide in to the channel of the stimulator without difficulty. Additional information received reports patient was doing fine to the representative knowledge. It was noted that the patient was asleep during procedure but right after when she was awake she felt stimulation at amplitude of 1 in the vaginal area. Cause of impedance issue was not determined.